Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurate high compared to another meter. The medical surveillance specialist (mss) was unable to contact the patient by phone for additional information, so the following complaint was classified based on documentation from lifescan customer service, customer care advocate (cca). The patient reported that at an unknown date and time previous to the start of the product issue, that she became "shaky and weak". The patient reported that the issue began (B)(6) 2011 at 02:00pm, when she obtained a blood glucose result of "436mg/dl" and compared this result to a "186mg/dl" result taken on an hcp (unknown) meter. The patient advised that she took no action after the product issue. The patient reported that she manages her diabetes with an insulin pump. The patient advised that she received a glucagon injection and IV glucose from an hcp as treatment received for the product issue. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and was an approved sample site. Replacement products were sent to the patient. While it is unknown if the patient was treated for hypoglycemia based on a hcp meter blood glucose result "186mg/dl", this complaint is being reported because the patient reportedly received hcp medical treatment for complications of diabetes while using the subject meter. Furthermore, hcp treatment did not correlate with subject meter readings indicating a malfunction of the subject meter.

Manufacturer narrative:
Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(6) 2011 the meter was tested and no faults were found. On (B)(6) 2011, the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.